Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device sample to be returned for evaluation. When the investigation is complete a final report will be submitted.

Event description:
Catheter was placed on (B)(6) 2019. The wing, allowing the catheter to be held by wires, was disconnected. The wing remained attached to the wires and the catheter came out. The catheter was torn off by the patient on (B)(6) 2019, after the catheter disconnected from the wing.

Manufacturer narrative:
Attempts to obtain the sample were unsuccessful. Without an evaluation of the device involved we are unable to determine the exact cause of the event; however, it appears that at some point enough force was applied to the catheter to dislodge it from the suture wing.